Event description:
Pt now (B)(6) y/o female taken to operating room for a fractured port a cath, that has been in place for 2 yrs. Was seen on a chest x-ray. Was removed by surgeon, all parts obtained.